Manufacturer narrative:
The explanted devices will not be returned for further evaluation.

Event description:
A report was received that the patient's ipg was removed. The patient's implanting physician had no knowledge or further information regarding the explant.